Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at 975mcg/day) via intrathecal drug delivery pump. The indication for use was noted as seizures and spasticity. It was reported that the patient had been experiencing increasing spasticity and pain since (B)(6) 2018. The managing hcp had been increasing infusion rate but there was no response. X-rays and computed tomography (CT) scan and attempted catheter access port (cap) access were done during the week of (B)(6) 2018 through (B)(6) 2018. X-rays and CT scan were unremarkable, the hcp was unable to aspirate from the cap. At this time, the hcp suspected a catheter issue. The patient was referred for catheter exploration and revision. The expected and actual residual volumes were all within normal limits. Upon disconnecting the existing catheter from the existing pump, there was no spontaneous retrograde cerebrospinal fluid (csf) observed. Upon cutting the existing catheter above the connector site (closer to the spine), there was no spontaneous retrograde flow of csf. Pump functionality was verified by programming a bolus on the back table then, after observing fluid exiting from the pump port, aborted bolus. Upon explanting the spinal segment of the catheter, the hcp observed an inflammatory mass at the tip of the catheter. The hcp threaded a new spinal segment into the intrathecal (it) space. After attaching the pump onto the existing pump segment from the last catheter implant, preservative free normal saline was pushed through the cap and fluid was visualized from the distal end of the pump segment. The newly implanted spinal segment was then attached to the existing pump segment and the pump infusion rate was decreased by 50% after priming for implanted catheter length only. The pump segment of the existing catheter remained implanted and in service. No environmental, external, or patient factors were reported to have caused this issue. The issue was resolved and the patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
Analysis of the implantable catheter (serial # (B)(4) identified a tear/break on the catheter body which was consistent with explant damage. The tear/break did not affect the performance of the catheter. If information is provided in the future, a supplemental report will be issued.